Event description:
A malfunction was reported on the customer's pump with a malfunction code displayed as malf 0 and a fault ID 0-0x219e. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was informed that the pump would be replaced, and a replacement pump with updated software has been dispatched. The customer acknowledged the need for backup therapy using mdi and received instructions on how to put the pump into storage mode and return it using a pre-paid ups label.